Event description:
Procedure was a ufe using a 5 fr std. Patient experienced pain. An angiogram performed. An occlusion was evident through out the rt. Leg vasculature. Surgical thrombectomy was performed. The event was resolved with no complications.